Event description:
A 3mm, 90% stenosed, and heavily calcified left main trunk (lmt) to circumflex artery (cx) were treated with non-csi devices. Intravascular ultrasound (ivus) confirmed there was wire bias. The diamondback 360 coronary orbital atherectomy device (oad) was used with a non-csi guide wire to treat the cx with the guide wire kept in the left anterior descending artery (lad) direction. Due to wire bias, the wire was exchanged for a viperwire advanced guide wire. Ivus was attempted again but could not be advanced. Two treatments were performed on low speed with the oad by pulling technique. Ivus imaging confirmed a perforation. A stent was placed in the cx to resolve the perforation. Extracorporeal membrane oxygenation (ECMO) treatment was administered. The patient was hospitalized and will be continued to be monitored.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).